Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A1 patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. E1: phone number unknown / not provided. G4: PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may h3 other text : no item/lot, product not returned.

Event description:
It was reported that a screw fractured in the patient's mouth at tooth location #30. Inherited case where the screw broke in 2016 and the abutment & crown were removed. The site was left and tissue grew over it. Now we need screw removal tools to remove the broken portion from the implant and replace the screw.